Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported an issue with the angio-seal device and the patient had to go to operating room (or) for urgent extraction of the device in the left common femoral artery. Ultrasound guided access with a 6fr sheath obtained in the left common femoral artery. Diagnostic coronary angiogram performed, and a femoral angiogram was performed. No hematoma reported, however the doctor acknowledged device failure and confirmed via ultrasound (us) post deployment. Heparin drip started to reduce risk of clot formation around device that was deployed within the vessel. The patient was stable and was discharged the day after. Additional information was received on (B)(6) 2022: the procedure performed for the patient, prior to using the closure device was a coronary angiogram. There were no issues with access or catheter insertion. A pre-deployment angiogram was performed. The physician noted after the device deployed there was an issue. The patient did go to surgery post heart catheterization procedure. Additional information received on (B)(6) 2022: ultrasound access used to confirm puncture above the superficial femoral artery (sfa) bifurcation and no disease present. A femoral angiogram was performed pre-closure, noting no disease or abnormality that would indicate improper use of device. The doctor was noted using the .035 guidewire in kit for sheath exchange. Resistance was felt passing the angio-seal (as) delivery sheath into the vessel. The arteriotomy located using steps of gaining and losing blood return at the outlet point on dilator. Once second confirmation of blood return obtained, the delivery sheath was advanced an extra 1cm. The usual technique for introducing as into delivery sheath was used. Double click step complete to engage the angio-seal (as) anchor. Upon pulling the system back to deploy greater than normal resistance felt. The tamper tool was stuck and unable to advance to the black indicator on suture. Hemostasis was not achieved via the angio-seal (as). Dissection of tissue track performed in the catheterization lab to expose suture and cut. Manual pressure applied to obtain hemostasis. The patient was hemodynamically stable and no signs of vascular occlusion at common femoral artery (cfa) or below present. Ultrasound imaging performed showing anchor and collogen present intravascular of common femoral artery (cfa). Consultation with a vascular surgeon (vs) performed. The patient was brought to operating room (or) for cutdown and extraction of foreign body. The pieces of the extracted angio-seal (as) were discarded. The patient recovered and discharged.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position and had been separated from the hemostasis sheath. The anchor, collagen, and tamper tube were found to have been deployed and were not returned with the device. The clear and black indicators were present on the suture, and the suture was found to have been cut distal to the black compaction marker. A slit was also identified along the carrier tube. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been incorrect device deployment resulting in a failed closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).